Event description:
In 2008, a technical manager at the facility called baxter technical service regarding a tina hemodialysis instrument. The instrument was burned inside. The fse talked with customer over the phone in the same day. The customer was asking about replacing the low voltage power supply and what to check. The fse asked the customer to leave the instrument out of service. The customer requested the fse to check the instrument. At about 4 days later, the technical manager spoke to the fse regarding this incident. The customer stated that during the treatment, they smelled a burning odor from the instrument. Then they heard a loud pop from instrument and then smoke. The instrument went blank and there was a power failed alarm. The pt was disconnected from the instrument and it was pushed outside and the fire department was called. No pt injury and no medical intervention were reported.

Manufacturer narrative:
On 07/14/2008, a field service engineer (fse) went to the facility. The fse found that the customer had replaced the low voltage power supply. The fse looked at the old power supply from the instrument and found a blown capacitor. The fse checked for other damage and none was noted. The fse booted the instrument with no problems noted. The fse tested the instrument and found that the dialysate pressure (dp) was off. The fse calibrated the dp and the instrument tested fine. The instrument is operational.